Event description:
It was reported that during an acl reconstruction, two footprints failed the same way. The suture was passed and the graft was prepared, the tibia punch was removed and the anchor was impacted in the same direction of the perforation, the 4.5mm footprint mechanism was activated by turning clockwise, it sounds two times and return half turn, the handle was removed and at the moment of cutting the threads, they had come out of the anchor. Another footprint of 4.5mm was used, the same steps were performed and at the time of cutting the excess threads returned and came out of the anchor, it was verified and both anchors were introduced into the bone but did not block the threads. The procedure was completed with non-significant delay using competitor device. The patient's condition is stable and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl reconstruction, two footprints failed the same way. The suture was passed and the graft was prepared, the tibia punch was removed and the anchor was impacted in the same direction of the perforation, the 4.5mm footprint mechanism was activated by turning clockwise, it sounds two times and return half turn, the handle was removed and at the moment of cutting the threads, they had come out of the anchor. Another footprint of 4.5mm was used, the same steps were performed and at the time of cutting the excess threads returned and came out of the anchored, it was verified and both anchors were introduced into the bone but did not block the threads. The procedure was completed with non-significant delay using competitor device, named cannulated osteosynthesis screw on a new bone hole. The footprint anchors were left inside of the patient. The patient's condition is stable and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). B5 and h6: event description, clinical and health codes updated.

Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the limited information provided the root cause of the reported events could not be determined. Per case details, the procedure was completed using a different device. The patient condition was reported as stable. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, failure to lock the torque limiter, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.